Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Customer gave 2 "possible" lot numbers: gs004558 and gs024061.

Event description:
User facility reported that the tracheostomy tube broke. The breakage occurred where the dome connected to the flex, which lead to leakage. The patient (baby) was using an old tracheostomy tube. No adverse health outcome occurred.